Event description:
This is a report received from a consumer with supplemental information by a peritoneal dialysis nurse (pdn) of peritonitis in a female peritoneal dialysis home patient (hp). On (B)(6) 2011, the customer and the pdn contacted baxter's technical service center regarding an unrelated therapy issue, which occurred during therapy on the homechoice (hc) during initial drain. The solution to this issue was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report. On 13sep2011 baxter product surveillance (bps) contacted the patient's pdn to follow up on the report of draining difficulty. During the call, the pdn stated that the patient also had a case of peritonitis, but that she is fine now and since then she has been resuming therapy successfully. On 06oct2011 additional information was received from the peritoneal dialysis nurse (pdn) on follow up by bps. The pdn confirmed that the home patient (hp) was diagnosed with peritonitis on (B)(6) 2011 and was hospitalized from (B)(6) 2011. There was no exit site or tunnel infection associated with the peritonitis. The patient was treated with vancomycin and cefatine (doses and frequencies not provided). The pdn stated that on an unreported date, during automated peritoneal dialysis (apd) therapy on the homechoice cycler, a cat chewed through a supply line on the cassette. The pdn confirmed that retraining on proper aseptic technique with regards to pets was provided to the patient. Concomitant medications were not provided. The pdn stated that the cause of the peritonitis was the cat chewing through a supply line of the cassette and was un-related to any of the baxter solutions or devices.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described in the baxter global pharmacovigilance report; the patient performed therapy while a pet was in the room, which chewed on a supply line, resulting in a breach in aseptic technique. A review of all batch record documents was performed for potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per labeling review: the instructions listed in the patient at home guide for the homechoice device state, "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. To reduce this risk do not perform dialysis in the same room as pets or animals." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Information initially omitted from initial MDR.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.